Manufacturer narrative:
Date rec¿d by MFR : 08may2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the flow sensor. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported air flow accuracy failed. Failing air flow testing with a 144 reading it is unknown if the unit was in clinical use at the time the reported issue was discovered. Event date not specified; estimate used.